Manufacturer narrative:
This device is a combination product. Date of death: (B)(6) 2019. Implant date: 2016.

Event description:
It was reported that patient was expired. In 2016, a synergy drug-eluting stent was implanted to treat a target lesion in the left anterior descending artery (lad). In (B)(6) 2019, the patient presented with thrombus occlusion around the synergy stent. Percutaneous coronary intervention (pci) was performed and a 2.50 x 16 synergy drug-eluting stent was placed; however, the flow worsened and the patient was placed on intra-aortic balloon pump support and aspirin was started. On the next day, urgent coronary angiography was performed which revealed thrombus occlusion after the treated segment. After pci was performed, thrombus aspiration, pulse infusion thrombolysis and reperfusion/reflux were also performed. Hemodynamics worsened so percutaneous cardiopulmonary support was inserted. Two days later, suction was attempted for occlusion of the re-thrombosis, but there was perforation/rupture of the left ventricle and the patient died. The doctor considered that the patient's condition caused the stent thrombosis and that there was no causal correlation between that device and stent thrombosis and death.